Event description:
Additional information was provided that low atrial sensing was also noted.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low impedance measurements. The lead was therefore surgically capped and abandoned during a normal device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.